Manufacturer narrative:
Conclusions: investigation ongoing.

Event description:
It was reported by service report that the footboard was not functioning. No patient involvement or adverse consequences are reported.